Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, the likely cause of the phenomenon was a failure of the main printed circuit board (pcb). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation confirmed the reported issue as the monitor does not power up due to circuit board failure. The mainboard is defective. The cause of the circuit board failure cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that the high definition liquid crystal display "monitor keys fail during operation, no menu can be called up then." The monitor was returned to the regional repair center for repair. Upon inspection and testing, the monitor was found to not power up which was attributed to a printed-circuit board failure. No patient injury or harm was reported to olympus.